Manufacturer narrative:
UDI= (B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x38mm synergy ii stent was selected. During preparation of the device, the protective sleeve was removed however the stent slid off the stent delivery system (sds) balloon and onto the stylet. The device never entered the patient's body. The procedure was completed using another stent. No patient complications were reported.